Event description:
Patient reported "an MRI scan suggested early intra capsular rupture of my right implant and I was diagnosed as having grade iii capsular contracture and late stage seroma. I paid to have the implants removed and replaced and have sadly had to have two revision surgeries since then. At the time the implants were removed I was unaware this was covered by an allergan policy and that I would have been able to claim compensation. Can you please advise whether I am still eligible to make a claim and, if so, what information you require from me and my surgeon? I have full medical records including scan reports, surgeon's records and lab analysis following tests after ruptured implant was removed." This is for the right side device. The device has been explanted.

Manufacturer narrative:
(B)(4). The reported events seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, rupture.